Event description:
Customer stated that she was hospitalized because of her low blood glucose levels that caused her to have a seizure. Customer did not have time to give more details in regards to her hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.